Manufacturer narrative:
As of 06/04/2018 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer stated that medical attention was sough on (B)(6) 2017. Based on the information received, aso opted to file an MDR. Unused product was received by the consumer on 05/09/2018. Retained samples and unused returned product were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
The initial report on 03/29/2018, consumer stated that he had a reaction to the product. No medical attention was indicated. However, on 04/30/2018 the consumer returned completed customer information request (cir) indicating that he required medical treatment. His dermatologist prescribed aquaphor ointment. In addition, consumer stated that he developed a rash on or under adhesive area. Consumer stated that symptoms corrected after he stopped using the product.